Manufacturer narrative:
Device labeling: single use or reuse. Device not returned. No evaluation will be performed.

Event description:
On (B)(6) 2014, a pt contacted our firm regarding a product quality complaint associated with acuvue oasys for presbyopia contact lenses. We contacted the pt's eye care professional (ecp) regarding product replacement and learned that the pt had been recently treated for a corneal ulcer. The ecp was not available at that time. We spoke with the treating ecp on (B)(6) 2014 and received the following information, the pt came to the office on (B)(6) 2014, complaining of sensitivity to light and the pt saw a white spot on her od cornea. The pt tried to insert a lens and experienced discomfort. The ecp observed an od mid-peripheral corneal ulcer, about 1.5 mm in diameter. No cell or flare was observed in the anterior chamber. The ecp diagnosed it as an infectious corneal ulcer. The pt was treated with ciloxan ophthalmic solution, q2h x 24 hours then qid for 4 days. The pt rtc that afternoon and still had some corneal staining and was instructed to continue ciloxan qid and return on (B)(6) 2014. Spoke with ecp on (B)(6) 2014, the ecp said the pt had been seen earlier that day and the ulcer had resolved and the pt was instructed to return to lens wear the following day. There was a small scar at the site of the ulcer. We spoke with the pt and she said her product quality complaint was not associated with the same lenses that were associated with the adverse event. Product was requested for evaluation but has not been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00f3xf was produced under normal conditions. If additional medical or product information is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.